Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. All operating currents are within specification. Low battery alarm, off no power alarm and low reservoir alarm functions properly. The no delivery alarm function properly during the basic occlusion test and occlusion test. Unit had cracked display window, cracked case display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer called stating she had high blood glucose and believed it was due to insulin pump. Customer's blood glucose was 410 mg/dl. Troubleshooting was performed and customer was advised to have insulin pump replaced. No further information provided.